Manufacturer narrative:
H10: the actual device was received for evaluation. Visual inspection, leak test and functional tests observed a crack on the cartridge. The reported condition was verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a gambro cartridge set, an external fluid leak was observed from a crack between the pump segment and the cassette. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, eight (8) retained samples were evaluated. Visual inspection, leak test and functional tests did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified, however, based on description of the event, the cause was attributed to the manufacturing and assembling process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.